Event description:
Customer reported the insulin pump turned off automatically. Sensor glucose reading was in the 70 mg/dl range and blood glucose was 140 mg/dl. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.